Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump's battery life was only a couple of days long. Customer reported that there was no alert returned to let her know that the insulin pump was about to lose power. Customer reported suddenly seeing a blank screen. Blood glucose level was not provided. No further information was provided.